Event description:
Caller reported that the printer had some smoke coming from it and the paper appeared singed. Although no injury occurred; there is a potential ignition risk.

Manufacturer narrative:
Meter (B) (4). Flowchart d. Known good power supply and batteries. Unable to power the meter on with either power supply or batteries. No visual signs of overheating with discoloration. There is a faint burnt rubber smell but nothing to indicate there was any overheating. Complaint has been made in the past and it is usually the fibers from the paper roll that the customer mistakes for smoke. Nothing is jammed in the printer roller, and it spins freely with hand pressure which shows the motor isn't seized. Unable to test the printer with power on. Corrective action not required at this time.